Manufacturer narrative:
Visual analysis was performed on the returned guide wire. The reported difficult to remove the guide wire from the armada 35 was confirmed. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the part and lot numbers were not reported. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The armada balloon referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a right iliac artery. A 8x20mm armada 35 balloon was advanced to the lesion and inflated once, when the balloon ruptured at 8 atmospheres. When removing the device, it got stuck on the guide wire. The physician kept pulling against resistance, when the device separated and came out. Angiography noted that the distal portion (including distal marker and half of balloon) remained in the anatomy. The buddy wire technique was performed to remove the separated portion successfully. There was no adverse patient sequela and no clinically significant delay. No additional information was provided. Device analysis noted a 300 cm length supra core guide wire was received frozen inside the balloon catheter with bent core. The account confirmed the supra core guide wire was used alongside the armada balloon.